Event description:
A hospital in (B)(6) reported that the "two small spikes" on the expiratory limb of an rt200 adult breathing circuit were bent. The bent pins were observed prior to patient use.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 215 mg/dl, 128 mg/dl, and 106 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.